Event description:
Attorney reported: in 2003, pt underwent lap ventral incisional hernia repair surgery with implant of composix e/x mesh. In 2007, pt began experiencing severe abdominal pain and in 2007, she underwent an emergency exploratory laparotomy. Hernia sac was cleared out to find the mesh had detached from the right side of the abdominal wall and retracted to the left side of the abdominal wall. Adhesions were taken down, the hernia sac excised and the mesh was reattached to the undersurface of the abdominal wall using prolene sutures. At about 11 days later, pt underwent exploration of the wound and wound debridement. At approximately 9 months later, pt presented to the hospital due to complaints of a non-healing wound status post incisional hernia repair with mesh. The fistula tract was excised leading to the under surface of the mesh, and the mesh was completely removed and replaced with an alloderm graft.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/ if product is returned for evaluation, or additional info becomes available.